Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. Additionally, the insulin gauge was observed to be inaccurate. The customer's blood glucose (bg) ranged from 105-117 mg/dl. Reportedly, the customer reloaded the same cartridge and received an accurate fill estimate. The customer continued to use the pump for insulin therapy.